Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went to see their family doctor and had an MRI and an x-ray. No further complications are anticipated.

Event description:
Additional information was received from the patient. It was reported that the patient is having pain right under the battery site. The patient still has pain in the new pocket placement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient was having trouble with pain in his back where the implantable neurostimulator was located. This started occurring in 2018. The patient said that he could not take the pain and thinks that maybe the device came out of the pocket. He has had stimulation turned off for over 2 months and he is still having pain. The patient was redirected to a health care provider. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that for "months", they have been experiencing pain behind the implant ins site. They had turned the ins off for about 4-6 months and then it wasn't doing anything. It was noted the patient would rather have the ins removed and endure the pain, so they were planning on getting their ins removed, but had some specific questions for the manufacturer representative (rep) regarding the explant. They were redirected to the doctor to get in touch with the rep. An email notification was sent to the rep to inform the rep that the patient was requesting to speak to them. The patient asked if the explanted devices need to be returned to the manufacturer. It was reviewed that explanted devices are requested to be returned for analysis. No further complications were reported or anticipated.